Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that due to oversensing and inhibited pacing this lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 54 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not received. The analysis revealed signs of abrasion along the lead body. In the area between 8.5 cm and 6 cm proximal to the lead tip the insulation was found rubbed through which can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.